Event description:
A report was received that the patient¿s ipg would not stay charged any longer. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement. The physician did not suspect device malfunction. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg would not stay charged any longer. The patient will undergo an ipg replacement.